Event description:
A user facility of the fmc hemodialysis device reported that a blood leak occurred after pt treatment concluded. The pt was already re-infused and disconnected from the dialyzer. There was no blood loss. There is no known ill effect to the pt.

Manufacturer narrative:
The user facility returned one used dialyzer for eval from the reported lot number. The sample was subjected to a laboratory leak test where an external leak was observed during testing. Visual examination of the header cap reveals a thin piece of debris situated under the o-ring. This debris may have been situated between the potting cut surface and the o-ring. Visual characteristics of the debris are consistent with pe silvers. Pe silvers are believed to come from the removal of the two-part potting cap prior to the polyurethane cutting process. Rework of lot 12cu05003 was performed to inspect for delamination as a precaution. There was no delamination found during the rework of this lot. A process hold was placed during production of the 12cu05003. The process hold was placed due to potting ratio on mean 2 was found out of the specified parameter twice during production. For both occurrences the product in-process was discarded up to the last recorded ratio that was within specified alert limits. The clinical eval indicates there was no pt involvement related to this event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.